Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shoulder twitching/ muscle stimulation that was painful and uncomfortable. The patient also noted when the twitching stopped there was pain in the shoulder and chest at the device site. It was thought the patient had atrial fibrillation (af) and was provided anticoagulants as a result. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise, lower impedance, insulation breaks, and abrasion. The ra lead also had high threshold and oversensing of noise. The anticoagulants were stopped as a result of this finding. There was a mirror image of noise seen on an electrogram on both the ra and rv leads with pocket manipulation. The noise led to inappropriate mode switches on the device. The ra and rv leads were reprogrammed. The device and leads remain in use. No further patient complications have been reported as a result of this event.